Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing blood glucose (bg) between 30 mg/dl and 400 mg/dl due to issues with keypad button responsiveness. The reporter denied and signs or symptoms of hyperglycemia, and stated that the patient experiences headaches and dizziness with low bgs. There were no specific dates provided for the reported bg excursions. The reporter stated that the keypad buttons became intermittently unresponsive over the past month, and alleged that the issue with the buttons was related to the patient's reported bg excursions. The patient was unavailable to troubleshoot the bg excursions, and the reporter could not provide additional information except that the patient self-treats for bg excursions. The reported elevated bg of 400 mg/dl with no signs or symptoms does not meet the definition of a serious injury. This complaint is being reported because of the patient's alleged hypoglycemia and because of the alleged keypad malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive. All other keypad buttons respond appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.